Manufacturer narrative:
Other applicable components are: product ID: 37761, serial# (B)(4), product type: recharger. (B)(4). Analysis of the desktop charger (serial # (B)(4)) found a broken connector. (B)(4).

Event description:
The consumer and manufacturer's representative reported that the connector pin on the patient's recharger unit of their implantable neurostimulator (ins) fell out last night. It was noted that there was no charge left in the patient's ins and that they needed to have the stimulation on 24 hours/day seven days a week. It was reported that the connector pin fell out of the desktop recharger unit. It was also reported that a new desktop recharger and a recharger were to be sent to the patient. The patient stated that their ins battery was low. The patient also stated that they were having a hard time holding the recharge antenna in place as the ins was located in their chest. A shoulder harness and spacer were to be sent to the patient. It was noted that an anomaly appeared to have occurred through product use. No patient harm was reported. Follow up information received reported that the patient received assistance from their doctor and manufacturer's representative and their concerns were resolved. An appointment of (B)(6) 2014 was noted.

Manufacturer narrative:
Upon further review, device codes apply. Evaluation conclusion code was updated for the desktop charger (serial #(B)(4)). Evaluation conclusion code no longer applies.